Event description:
Additional information was received that another red alert for a high out of range shock impedance was detected. This device remains in service.

Event description:
Additional information was received indicating that the ICD and the right ventricular (rv) lead continued to exhibit high shock impedance measurements. Further, it was confirmed that the shock impedance was within range but no test was performed. The patient has asked to be followed up in another facility and is no longer monitored through the remote monitoring system.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) detected shock impedance measurements greater than 125 ohms. It was noted this patient should be followed-up to evaluate the shock lead. There were no adverse patient effects reported.

Manufacturer narrative:
-----

Manufacturer narrative:
This ICD remains in service, so therefore will not be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.